Manufacturer narrative:
Additional information: only the left leg was treated but both vessels were treated- lgsv and lssv were treated and there was a reaction in both vessels. No challenges or deviation related to tip of the catheter prior to delivery of adhesive. The catheter tip was 5cm caudal to sfj. Compression of the gvs was applied. The patient first presented on (B)(6) 2025 with a nodule at the knee with discomfort. The physician prescribed motrin along with alternating ice and heat at the location of discomfort. One week later, (B)(6) 2025 the patient returned with a pustule at the nodule site and the physician prescribed antibiotics along with antibiotic cream. The patient returned two weeks later (B)(6) 2025 after taking the antibiotics and the pustule was not completely healed so the physician had them continue with another week of antibiotics and cream. The patient returned on 1(B)(6) 2025 and was improving but not completely healed. The patient returned again on (B)(6) 2025 with a new pustule mid-calf. The physician contacted the rep on (B)(6) 2025 to review the scans and discuss the situation on (B)(6) 2025. The physician said the patient continued with the antibiotic cream and the alternating ice and heat for discomfort. The physician has decided to bring the patient back in and do a phlebectomy at the sites with nodules/granulomas (removal) and see how they responds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the patient returned for a check up on (B)(6) 2025 and presented with a slight improvement after a round ste roids and continued topical ointment. The nodules are still present but less inflamed. The physician discussed removing the nodules/granulomas with the patient but they were both worried about scarring. They decided to wait another month and reassess at that time. If it starts to deteriorate again then they will come in earlier. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use of the venaseal, three areas of redness developed on the skin, which progressed to nodules at the sites of redness 9 months post procedure. Two weeks later, these nodules became pustules that seeped fluid. Granuloma formation was noted along the treated vein, specifically the left great saphenous vein (gsv) and short saphenous vein (ssv) in the proximal, mid, and distal segments, with a total treated vein length of 44 cm and a vein diameter of 3.7 mm. The total volume of adhesive used was 1.5 ml. Despite administration of antibiotics and antibiotic cream, the skin lesions did not heal completely. There was a possible glue embolization in the mid and distal medial gsv and distal ssv. The granulomas remained present, and the physician indicated that surgical removal of the granulomas may be necessary if the issue does not resolve. Motrin (nsaid) was used for symptom management. The patient was treated for granuloma and possible glue embolization. The issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.